Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test at 0.08730 inches. No unexpected low battery alarms were noted. Device battery icon displayed properly test battery used for testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported to have received a low battery alert every day. Customer also reported of being hospitalized with high blood glucose in the 30 mmol/l due to insulin pump not alarming for no delivery. After troubleshooting, customer was advised that insulin pump would need to be replaced.